Event description:
It was reported that the pt experienced increased pain; the hcp was unable to aspirate from the catheter access port during a dye study in 2008. The dye was then pushed through the cap with the drug in the catheter. The dye was not visible under fluoroscopy. No pt symptoms were reported due to this bolus of drug. The pt subsequently underwent surgery for a catheter revision and pump replacement. The pump contained dilaudid 30 mg/ml and bupivicaine 40 mg/ml. There was no pt injury per the reporter.